Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site reported error 23068. Site tried to power off and back drive the master and reset the breaker with no change they disabled the right hand and will continue with console 2 both maters active and console 1 left hand active with the right hand disabled. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.